Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that "keeps alarming upstream occlusion". It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been returned to baxter for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The reported condition of keeps alarming upstream occlusion was confirmed and duplicated due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device has not been serviced by baxter prior to this event. A device history review was performed finding no exceptions were noted during the manufacturing of this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4).